Event description:
Reporter indicated that pt had hoarseness after implant surgery. The hoarseness was described as constant but not severe. Device was not yet programmed to on. Further investigation revealed that vocal cord paralysis had been diagnosed, however, the physician stated that the pt's hoarseness was 80% resolved. The device had been programmed to on. The hoarseness was described as still being constant (not directly related to stimulation events). Steroids had been prescribed to treat the vocal cord paralysis. Attempts to obtain additional info have been unsuccessful.